Event description:
The caller reported that the 8lpc tracheostomy tube had a leak in the pilot balloon. A non-routine replacement of the tube was required. The tube was discarded and the lot number is unk.